Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect stat high sensitive troponin-I reagent lot 43225ud00. The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 43225ud00 identified activity as expected. Trending review determined no trend for the issue for the product. A review of 12 months of complaint data did not identify any adverse trends or any non-statistical trends or any atypical complaint activity associated with this described issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 43225ud00 was evaluated using worldwide data from abbottlink. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. A device history record review was performed on reagent lot 43225ud00, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 43225ud00 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results on one patient. The results provided were: on (B)(6) 2022, sid (B)(6), initial=166.1 pg/ml /repeated. On (B)(6) 2022, 6.3 pg/ml /redrawn and repeated sid (B)(6), 7.8 pg/ml /repeated 5.3 pg/ml negative /repeated initial specimen 6.0 pg/ml customer reference range for troponin: male: 0.0 to 34.2 pg/ml; female=0.0 to 15.6 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.